Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was verified as a power cord failure. Review of the event history log revealed multiple events of "battery depleted" preceded by multiple "battery low" and "battery very low" messages. Additionally multiple sequences of "ac plugged in, ac unplugged" were observed which can be indicative of a failing power cord. The evaluator found the customer power cord unable to charge the battery and the power cord requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a depleted battery. The problem was found in the surgical intensive care unit. There was no patient involvement. No additional information is available.